Event description:
User received low calcium results for four pt samples. Sample 1, initial result 5.6 mg/dl; repeat 9.3 mg/dl. Sample 2, initial result 7.0 mg/dl; repeat 9.4 mg/dl. Sample 3, initial result 6.5 mg/dl; repeat 8.8 mg/dl. Sample 4, initial result 6.8 mg/dl; repeat 8.9 mg/dl. Erroneous results were reported, but user stated none of the patients were adversely affected and none had treatment resulting from the results. User replaced the reagent pack and recalibrated, which improved the performance of the assay. It was also noted qc was out of range for calcium at the time pt samples were tested. Results were not flagged notifying the user qc was not acceptable. The technical support specialist performed troubleshooting which revealed the analyzer was not configured to flag out of range qc for this test application and corrected configuration setting per product labeling to flag appropriately.